Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the pediatric patient experienced abdominal pain and started vomiting when the cgm was reading 150 mg/dl. Due to the symptoms the patient was experiencing, the patient´s father took a blood glucose reading which was 500 mg/dl. The patient's father took the patient to a local hospital and was transferred from there to a children's hospital. At the hospital the patient was treated with an unspecified medication and fluids. The patient recovered and was discharged after 2 or 3 days. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.